Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to authenticate. The technical support specialist has been waiting for customer response but there was no response received customer related to further assistance. So, the technical support specialist has closed the case.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where the user was unable to login. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.